Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-dec-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 1 kept failing and required replacement. A field service engineer (fse) replaced full height drawer position 1 to resolve the issue. Further the fse adjusted rear interior panel and replaced solenoid locking bracket. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, main drawer kept failing. The customer reported that during the last visit, the field service engineer advised that the drawer needed to be replaced and that a new drawer would need to be ordered because the existing drawer was outdated. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.